Event description:
Same case as 2134265-2015-00497 and 2134265-2015-00498. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter. During the procedure, the imaging catheter was prepped, bagged and placed on the sled. However, the imaging catheter failed to perform auto pullback. The procedure was completed using manual pull back. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).